Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no button error alarm noted. There was moisture traces on the lcd board. However, the unit was received with operating currents within specification and no unexpected battery out limit alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 104 mg/dl at the time of incident. The customer's mother stated the insulin pump was exposed to moisture. The customer's mother stated the insulin pump received a battery out limit alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.